Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.

Event description:
(B)(4), sales rep, observed the preparation for a surgery. While operating the device, the outer packaging was glued to the inner packaging (tyvek). A mark of glue could be observed on the outer packaging (below). Though the 2 different packagings were separated without damaging them."